Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has blood in console. There was no patient injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Replaced pim and safety disk, verified no other parts were effected. Functional tested without any issue. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use.

Event description:
N/a.